Manufacturer narrative:
The device is expected to be returned to the manufacturer for investigation completion however it has not yet been received. As additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a plum set was noticed to leak paclitaxel and carboplatin from the filter at the distal end of the set during an infusion. There was no report of patient harm as a result of the event. No additional information was reported as a result of the event.

Manufacturer narrative:
The device was received on 12/3/2018 for further investigation. A leak was confirmed from the inlet filter vent of the received set. The leak occurred through the filter vent material. The filter vent was observed to be degraded/damaged upon visual inspection. A batch record review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. An investigation of filter leaks at the filter vent was performed and the problem was determined to not be a result of manufacturing processes at ICU medical facilities but an issue with the supplier.